Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's spouse reported that the patient had been hospitalized due to abdominal pain and had been diagnosed with an infection. The date of the infection and hospitalization was not known therefore the date was estimated. The patient's medical records have been requested but will not be made available.

Manufacturer narrative:
A visual inspection of the returned cycler exterior found the ¿rear panel label¿ damaged and a sticky residue on the ¿pump door cover¿. No other physical damage was found. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.